Manufacturer narrative:
Testing of actual/suspected device(10): a getinge field service engineer (fse) was dispatched to evaluate this unit. It was discovered that the reason of the batteries failing to charge was the rescue had not been firmly inserted back into the unit. Once the rescue was firmly pushed back into the cart there was no other issues in regards to the units batteries. The unit was left for biomed and tested the following day with no issues to report. The unit was cleared for clinical use.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump unit is failing to power up. It is known this occurred before use; thus being found before use there was no adverse event reported as there was no patient involvement.

Manufacturer narrative:
Updated fields: b4, e1(site county), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusion), h10. Additional information: e1(event site telephone: (B)(6).

Event description:
N/a.